Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up visit this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed to have unrecognizable signals in the alternate and secondary sensing vectors while the primary sensing vector appeared normal. There were no episodes stored. The patient reported that in (B)(6) 2019, there was swelling and a hematoma near the region of the electrode tip. The patient was sent for an x-ray which was provided to boston scientific technical services (ts) for assessment. Ts noted that there was clear evidence of an under-inserted s-ICD electrode and a revision procedure was recommended. Surgical intervention was performed, and the connection issue was resolved. The device and electrode remain implanted and in service. Besides surgical intervention, there were no patient complications reported during or following the procedure.